Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There were numerous kinks throughout the hypotube. There was contrast in the inflation lumen. Microscopic examination revealed that the distal tip was detached and not returned for analysis.

Event description:
Reportable based on analysis completed on 03jan2020. A 2.50mm x 15mm nc emerge balloon was received with no issues reported. However, returned device analysis revealed tip detachment.